Event description:
Reporter alleged discrepant glucose results when comparing customer's meter to the doctor's measurement. Customer stated meter read 64 mg/dl back to back with a result of 30 mg/dl on the doctor's meter when comparison was performed one test immediately after the other one. Customer indicated self treating with juice as a result and no other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.